Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that there are issues with not being able to flush the extension sets could not be verified due to the product not being returned for failure investigation. A device history record review for model 20159e lot number 20106516 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h.10.

Event description:
It was reported that 1 ext set w/macrobore 2vps y-conn from lot 20106516, and 1 set from an unspecified lot had issues with blockage/occlusion during the flush. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "these faulty extension sets are impacting patient care." "When extension set connected to saline syringe, unable to flush through connection with several attempts".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20106516. Medical device expiration date: 2023-10-15. Device manufacture date: 2020-10-14. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown. (B)(6) USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 ext set w/macrobore 2vps y-conn from lot 20106516, and 1 set from an unspecified lot had issues with blockage/occlusion during the flush. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: these faulty extension sets are impacting patient care. When extension set connected to saline syringe, unable to flush through connection with several attempts.